Event description:
It was reported that during npwt utilizing renasys touch, the message of blockage alarm was displayed on the screen. The problem was solved by exchanging the canister. There was no patient harm. There was no delay. This product cannot be returned because it has been used.

Manufacturer narrative:
H3. H6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause may include blockage or component failure. No batch/lot number has been provided, therefore a review of the device history has not been possible, a complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.